Manufacturer narrative:
Device returned to manufacturer. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. D10: the subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturing location: synthes monument. Dates of manufacture/release to warehouse date: (B)(6) 2013. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that a cable could not be removed from the cable tensioner after surgery on (B)(6) 2016. There was no report of patient involvement. Reported concomitant devices: cable (part / lot: unknown, quantity: (B)(4)). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: our investigation showed that a cable is completely jammed in the cable tensioner. Also it is visible that several cords from the cable are jammed in the gripping mechanism (clamping jaws). When we turn the fluted knob at the end of the tensioner counterclockwise the cable could not be removed even with much force. Manufacturing and inspection records indicated no problems with the lot in question. The occurrence was likely caused by an incorrect manipulation by the user. Complaint is disposed as confirmed due to evidence that on cable is jammed, but it's considered not valid for manufacturing standpoint because there is no evidence of issues manufacturing related. No indication for product related issue was found. Date of event reported as both (B)(6) 2016 and unknown. Date of event of (B)(6) 2016 is the correct information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.